Manufacturer narrative:
(B)(4).

Event description:
The catheter had come out twice. The device system was used to deliver baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.